Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer bent the cannula upon removal. Customer will reportedly change pump supplies and resume insulin delivery. Customer's blood glucose was 221 mg/dl at time of event.